Event description:
Age and weight of patient are unknown. It was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the device misfired during procedure while inside the patient, before a sample could be taken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture date and the expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Device unavailable for evaluation.